Event description:
It was reported " the pump alarmed, and the doctor investigated the balloon leakage, withdrew the catheter and placed a new catheter again, and the use was normal". The second catheter inserted, was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "the balloon leakage" is confirmed based on the customer provided photos. In the photos, blood was noted in the iabc helium pathway. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in the helium pathway. The root cause of the how the blood entered the helium pathway is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the pump alarmed, and the doctor investigated the balloon leakage, withdrew the catheter and placed a new catheter again, and the use was normal". The second catheter inserted, was inserted into the same insertion site. The patient's current condition is reported as "fine".